Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If relevant info becomes available, it will be reported on a supplemental report.

Event description:
It was reported that: "the long gamma broke at the lag screw junction."